Event description:
The doctor claims that the graft was implanted for an aortic aneurysm procedure and when the clamp was released approximately 500cc of blood leaked through its walls. The lekage was stopped with hemostatics (types unknown at this time) and the graft became blood-tight. There was no injury or complication to the pt. The graft was left in. The clinical outcome of the case was ok. The patient's condition is ok.